Event description:
I't was reported that the fixed -angled screws couldn`t be inserted into the shaft threaded holes completely ( protrude) the torx attachment of the screw is damaged.

Manufacturer narrative:
Evaluation summary: the reported event that the screw could not seat in the plate holes could be confirmed with provided x-rays. A review of the labeling did not indicate any abnormalities. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. The screws references were not provided, therefore it's not possible to determine if the correct screws were used for the implanted plate. The plate does not seem to have been bent. Please note the current op tech reads that: bending of the plate in the region of the metaphyseal locking holes will affect the ability to correctly seat the locking screws into the plate and is therefore not permitted. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the fixed -angled screws couldn`t be inserted into the shaft threaded holes completely ( protrude) the torx attachment of the screw is damaged.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.